Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an auto-off alarm occurred. During troubleshooting with tandem technical support (cts), it was confirmed that there was interaction with the pump. While cts went through the history, it was displayed that multiple quick bolus were delievered. Contact alleged that the customer does not use the quick bolus feature. The customer's blood glucose level (bg) was over 500 mg/dl with trace ketones. Customer corrected bg with a bolus. Customer reverted to manual injections for insulin therapy.